Event description:
It was reported that "they are having issues with a patient's dual chamber bag in shipment. Looks like middle is activating somehow. Just started. It was fine and now it isn't. Same person is packing. Photo sample is not available. The event occurred was not specified. The occurrence of the event was before use. No patient involvement." There was no report of patient injury or medical intervention as a result of this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.